Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. Internal insulation abrasions were noted at 7.4-9.2cm and 7.7-8.1cm. The etfe coating was intact at this location. An internal insulation abrasion partially under the proximal end of the svc shock coil was noted at 29.5-30.9cm from the distal tip. The etfe coating was intact at these locations.